Event description:
Note: multiple boston scientific mesh devices were implanted in the same patient. This report pertains to the uphold lite. It was reported to boston scientific corporation that an obtryx ii and uphold lite were implanted into the patient on (B)(6) 2015. An upsylon y-mesh device was implanted into the patient on (B)(6) 2019. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.